Event description:
It was reported by svc report that the head end of the stretcher would n ot raise fully, the fowler was leaking fluid onto the floor and drifting down with weight, and the siderails would not latch up. No pt involvement or adverse consequences are reported.